Event description:
A female presented to the ed unresponsive with a dangerously low blood pressure. She had been found in this state at home by her daughter. She had a medtronic pump implanted several days prior to this event at another hospital by a neurosurgeon who had been treating her for chronic back pain. The pump was infusing morphine at an unk dose. The pt received several doses of narcan which revived her briefly. The pharmacist once notified, called the medtronic company to report the situation and requested assistance to turn the pump off. She was told that there were several reps in the area, but all of them were in operating rooms assisting physicians in pump insertions. It would be several hours until she could get someone here to assist us. The pt had no instructions on the pump's management and the family knew nothing about the pump. The pharmacist called the medtronic's rep for the insulin pumps and was unable to get in touch with this person. The pt was admitted to cca with a continuous infusion of narcan and levophed in an effort to keep her blood pressure up and reverse the morphine effects. A medtronic's rep finally arrived approximately 5 hours after our initial contact with the company. The dose on the pump was turned back to the minimum allowable dose in order to maintain the integrity of the pump. The pt did recover and was discharged several days later. The response time of medtronics to assist with this problem was unacceptable. Dates of use: 2009. Diagnosis or reason for use: tx of chronic back pain. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.